Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had high impedances. Impedance testing revealed that contact #15 measured greater than 40,000 ohms, and contacts #2-5, 7, and 14 were to be avoided due to impedance values between 20,000 and 40,000 ohms. Troubleshooting steps included impedance testing and reprogramming. The patient was able to achieve adequate coverage at this time and will decide in the future whether to pursue system revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.